Manufacturer narrative:
H3 other text : sent to a third-party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache, tingling irritations in the cheek bones, and cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient the device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. The manufacturer is submitting a final report at this time.